Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: g3, g6, h2, h3, h6. Visual examination of the returned product identified liner shows excessive damage to the anti rotation scallops, inner and outer spherical surfaces, and rim face. The liner is visually deformed out of round. Some cut outs and scallops are completely gone. No other damage was noted. Complaint sample was evaluated, and the reported event was not confirmed. Review of the device history records identified no deviations or anomalies during manufacturing. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a hip arthroplasty and was implanted with zimmer biomet products. Subsequently, the patient was revised two (2) months post implantation. The liner was unlocked from the shell. The head and liner were exchanged.

Manufacturer narrative:
(B)(4). D10: 110010247 g7 osseoti 4 hole shell 58mm g 66915931. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.